Manufacturer narrative:
Other, other text: the returned emma was evaluated. During accuracy testing, the device provided a measurement of 44mmhg co2 when a 4.981% co2 gas mixture was applied with atmospheric pressure of 756mmhg. The reading was outside the accuracy specification of 35mmhg to 40mmhg. However, after performing a zeroing of the emma, the device was retested and subsequently measured 39mhg co2 which is within specification. The measurement issue was a result of the zeroing issue not being performed.

Event description:
The customer reported obtaining "high etco2 levels" with the emma as the etco2 readings were "consistently higher than 65," however a blood gas draw provided a co2 value of 52. No patient impact or consequences were reported.